Event description:
Na

Manufacturer narrative:
The initial report submitted to FDA section d.6. Model# read ba. A correction was submitted on 9/6/1996, and section d.6. Was corrected to read model# na. However, during the review off the above it was noted that section d.1. Brand name, read infuse-a-port subclavian introducer set. Section d.1. Should have read infuse-a-port subclavian introducer kit which correctly matches the baseline report that was submitted for this product line 9/6/1996 & 4/24/1997. Additionally it was noted that section d.2. Read subclavian introducer kit which correctly matches the baseline report that was submitted for this product line on 9/6/1996 & 4/24/1997.